Manufacturer narrative:
The native annular calcification was mild and the inflation volume is 23 ml. The delivery system was returned to edwards lifesciences for evaluation with the balloon shaft kinked distal to the two (2) white default position markers. There was no kink observed at the y-connector. The returned delivery system was visually inspected for any abnormalities. There was a kink on the balloon shaft distal to the two (2) white default position markers. No other abnormalities were observed on the device. A balloon shaft with an outer diameter (od) below the minimal requirement may have lower column strength and could be indicative of a manufacturing nonconformance. Therefore, the (od) of the balloon shaft was measured proximal and distal to the kink. The measurements met the od specification. The returned device was functionally tested to evaluate the inflation-deflation time. The device was prepped, inflated, held for 3 sec, and deflated. The overall inflation-deflation time met specification. The device was re-tested with the shaft kinked approximately ~60° and yielded an inflation-deflation time of 12.94 sec. This test condition is more extreme with a bent/kinked shaft and the inflation-deflation time still met specification. DHR review was performed for the components most relevant to this complaint event. These work orders did not reveal any issues that could have contributed to the reported complaint events. A lot history review of the related work order was performed and revealed no other similar complaints relating to ¿delivery system ¿ kinked, bent¿ or ¿delivery system ¿ inflation difficulty- partial or slow¿. A review of complaint history from august 2016 to july 2017 for the edwards commander delivery system (models 9600lds and 9610tf, all sizes) revealed other returned complaints for ¿delivery system ¿ kinked, bent.¿ a review of the complaint history revealed that the occurrence rate did not exceed the july 2017 control limit for the trend category of ¿kinked, bent.¿ a review of complaint history from august 2016 to july 2017 for the edwards commander delivery system (models 9600lds and 9610tf, all sizes) revealed other returned complaints for ¿delivery system ¿ inflation difficulty- partial or slow.¿ a review of the complaint history revealed that the occurrence rate did not exceed the july 2017 control limit for the trend category of ¿delivery system ¿ inflation difficulty- partial or slow.¿ no IFU/training deficiencies were identified. During manufacturing, the delivery system was 100% inspected by manufacturing and quality. The entire device is inspected and rejected for device damage (e.g. Kinks, cuts). During product verification testing, five (5) sample devices from the related work order were visually inspected for kinks. Additionally, samples were tested for inflation-deflation time and yielded a mean met the statistical requirement. The lot met the requirements for all inspections and tests. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. The complaint for ¿delivery system ¿ kinked, bent¿ was confirmed based on visual inspection and the complaint for ¿delivery system ¿ inflation difficulty- partial or slow¿ was not confirmed as functional testing yielded acceptable results. No manufacturing non-conformance's were confirmed as all dimensional measurements were within specification. A review of available information (complaint history, lot history, and DHR review) did not reveal any evidence to suggest a manufacturing nonconformance. Additionally, a review of the manufacturing mitigation's supported that the balloon shaft and delivery system have proper inspections in place to detect issues related to the kinked balloon shaft. Based on available information, it is possible that the kink/bend was related to procedural factors. The balloon shaft may have been kinked/bent during use such as during valve alignment or general handling of the device and subsequently led to inflation difficulty as reported. As stated in the complaint description, ¿per medical opinion it could have been caused by the additional maneuvers¿. The inflation was completed successfully after movement/rotation of the catheter which mostly like unkinked/unbent the shaft. Since no manufacturing non-conformance or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product nonconformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the applicable trend category, a product risk assessment (pra) is not required. The complaint for ¿delivery system ¿ kinked, bent¿ was confirmed based on visual inspection and the complaint for ¿delivery system ¿ inflation difficulty- partial or slow¿ was not confirmed as functional testing yielded acceptable results. No potential manufacturing non-conformances were identified. Available information suggested that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the july 2017 control limit for the trend categories of ¿kinked, bent¿ and ¿inflation/deflation difficulty¿. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the transfemoral deployment of the 26mm sapien 3, the commander delivery balloon could only be partially inflated with nominal volume due to high resistance in inflation. Inflation was completed successfully after movement/rotation of the catheter. Visual inspection of commander delivery system (performed by physicians at the end of the implant) showed a kink between the balloon catheter and the purple y connector wrap, but they confirmed that this could have also been generated by the ¿bailout additional maneuvers¿. The 14 fr e-sheath was smoothly inserted. The commander delivery catheter was okay during device preparation, (performed by hospital staff). The procedure had good final result, with no consequences to patient.